Event description:
It was reported to philips that the customer requested dosimetric control of the device due to an allegation of alopecia that occurred after an angiographic examination. The device was in clinical use at the time of the event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the procedure after which the hair loss was reported was lengthy. However, due to the system¿s hard disk having been replaced to resolve an unrelated issue, system log files and dose report from the date of the procedure were unavailable and philips could not confirm the procedure's duration. Philps was informed that that no medical intervention to facilitate hair growth was provided; however, no information was provided on whether the patient¿s hair has grown back. Log files from a few days after the incident were available for analysis and showed no system failure related to additional radiation emission. A philips field service engineer (fse) examined the system on site and conducted x-ray safety and image quality tests, confirming the system was operating within specifications. During the assessment, the lateral automatic exposure control (aep) meter was replaced and returned for analysis. Visual and functional tests found no issues with the aep meter. The investigation concluded that the system did not malfunction. The system's instructions for use (IFU) state that the threshold for temporary hair loss is 3 gy. Philips completed a good faith effort to acquire further information regarding the reported hair loss, but no further details were obtained. Furthermore, the patient dose and procedure duration could not be confirmed with the available information. Due to this, philips cannot conclusively determine whether there is a causal relationship between the philips system and the reported hair loss. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the procedure after which the hair loss was reported was lengthy. However, due to the system¿s hard disk having been replaced to resolve an unrelated issue, system log files and dose report from the date of the procedure were unavailable and philips could not confirm the procedure's duration. Philps was informed that that no medical intervention to facilitate hair growth was provided; however, no information was provided on whether the patient¿s hair has grown back. Log files from a few days after the incident were available for analysis and showed no system failure related to additional radiation emission. A philips field service engineer (fse) examined the system on site and conducted x-ray safety and image quality tests, confirming the system was operating within specifications. During the assessment, the lateral automatic exposure control (aep) meter was replaced and returned for analysis. Visual and functional tests found no issues with the aep meter. The investigation concluded that the system did not malfunction. The system's instructions for use (IFU) state that the threshold for temporary hair loss is 3 gy. Philips completed a good faith effort to acquire further information regarding the reported hair loss, but no further details were obtained. Furthermore, the patient dose and procedure duration could not be confirmed with the available information. Due to this, philips cannot conclusively determine whether there is a causal relationship between the philips system and the reported hair loss. The event date, health impact grid, device problem code, evaluation method code, patient date of birth and patient age were corrected.

Event description:
It was reported to philips that the customer requested dosimetric control of the device due to an allegation of alopecia that occurred after an angiographic examination. The device was in clinical use at the time of the event. Philips has started an investigation of this complaint.